Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump down and back arrow keypad buttons are not responsive. The customer's blood glucose reading was 55 mg/dl at the time of incident. Troubleshooting advised customer to change out the battery and to call back if this doesn't resolve the issue. Customer will monitor the issues and call back.